Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in mid or end of (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 150 to 170 mg/dl at the time of the call. The customer used juice and glucagon shots to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer has been off the pump for several weeks. The customer only uses continuous glucose monitoring. The insulin pump will not be returned for analysis.